Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support reviewed device session records and confirmed the reported event. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. A lead fracture was suspected to be the cause of the event, however it was not confirmed via diagnostic imaging or the revision procedure.

Manufacturer narrative:
Further information was requested but not received.